Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 6944-65, lead, implanted: (B)(6) 2012; 4574-45, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the left ventricular lead pacing threshold was elevated. The lead remains in use. The patient was a participant in the (B)(6). No patient complications have been reported as a result of this event.